Event description:
It was reported that during an exam, a female pt put her hand between the column cover of the unit and the tomographic arm resulting in her hand being squeezed. The pt sustained injuries consisting of a broken wrist, abrasions, and cutaneous burns. Antibiotics and analgesics were prescribed. Info regarding the extent of the injury and further treatment were not provided by the customer. Upon further investigation, siemens was informed that the doctor had requested the pt spread her arms wide. The tomographic rod is at the far end of the pt's reach with arms spread out. The pt grabbed the tomographic rod and when the column was moved, the pt's hand was squeezed between the rod and the column cover causing the above described injuries. This event occurred in a foreign country.

Manufacturer narrative:
There were no other issues as described, found related to pt positioning during routine pt examinations. During examinations where unusual hand or arm positioning is necessary, the table handles are required to be attached to the table rails to keep hands away from moving system components. Appropriate safety hints are addressed in the user manual for the unit. A scan (customer safety advisory notice) has been released informing customers of the possible risks involved regarding the tomographic rod when using the system. The scan also describes what handgrips are provided and are necessary to ensure pt safety. The document also informs users that system movements should only be initiated after ensuring that there is no danger to the pt, operator, or third parties in the room during an exam. There is also a correction already released to update the user manual and to install warning labels on the unit at potential risk areas.